Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and dat at .08700 inches. Pump fails self test due to vibrate anomaly. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thump. No power alarms/alerts noted in downloaded history on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open and found moisture damage on harness assembly vibrator. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. No unexpected power loss alarms/alerts/anomalies noted during testing. Unexpected battery power loss not confirmed. Cosmetic damage confirmed at the battery side of case. Unable to confirm alleged low bg. Vibrate anomaly confirmed due to moisture damage on harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of 38 mg/dl at the time of the event and received a "replace battery" even after trying to change the battery and also noticed a crack on the top of the battery compartment. Troubleshooting was partially performed and found that the customer was treated with a food intake. It was unknown whether the customer was reporting symptoms as a result of blood glucose. It was unknown whether the pump was used within 48 hours and whether the auto mode was active at the time of the event. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm and it was less than 8 hours from the low battery alert to replace battery alert/replace battery now alarm. The customer did not use the suspend before low or suspend on low cgm feature the battery cap was neither loose nor damaged. The customer reported it was the second occurrence of a replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.